Event description:
During the implantation of the subject device, a connection issue relative to the ventricular channel was reported; there was no clicking of the associated torque-limiting screwdriver. The following day a f/u of the device revealed a high impedance measurement >3000 ohms. An x-ray revealed that the lead was not fully inserted into the pacemaker port. A re-intervention was performed and psa measurements on the lead were reportedly normal. Another pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.